Event description:
It was reported that during an implant attempt after the lead was placed, the guidewire was tight-fitting and became stuck requiring force to remove from the lead. After removing the guidewire, the lead no longer had hydrophylic coating and the lead pin was bent and "jammed." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed, and all conductors were distorted. It was noted that the proximal conductor was fractured due to overstress and the lead appeared to have been damaged at implant.